Event description:
Posterior capsule broken[device induced injury]. A physician reported that a patient, whose medical history included vitrectomy, underwent in 2002 a posterior chamber intra-ocular insertion of a ceeon lens mod. 911a (+25,00).. After lens insertion, the posterior capsule broke. After a 6 mm reopening, the lens was switched to sulcus. The patient's condition was unknown. No further information has been provided. Case comment: posterior capsule rupture is a common intraoperative complication of cataract surgery; however, proper management can result in minimal morbidity to the patient. A posterior capsular rent is more likely to occur in eyes with small pupils, hard nuclei, or pseudoexfoliation syndrome. Recent reports suggest that the visual prognosis of patients who have broken posterior capsules is excellent. The key factors are to minimize ocular trauma, meticulously clean prolapsed vitreous from the anterior segment, if present, and assure secure fixation of the iol. In this report the information provided is insufficient to make a judgement as to the extend of the damage and what contributed to the tear. It could have occurred during the phacoemulsification procedure or when the lens was placed into position. However the lens was placed in the sulcus.